Event description:
Screen not showing any information. Device will not alarm.

Event description:
Failure to alarm. Screen not showing any information. Device will not alarm.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.